Event description:
It was reported that the patient had a lot of pain the night prior to the report. The patient reportedly had spoken to a manufacturer representative earlier that day and determined that stimulation was off and were able to turn it back on. It was noted that there was a loss of therapeutic effect. It was further reported that when they turned it on the patient could feel stimulation in their rear but the stimulation was not going down their leg. The patient could reportedly feel stimulation in their right leg but their left leg was driving them crazy. The patient had reportedly just received a second dose of morphine and the patient also reportedly had hydrocodone and it was not helping much. It was also noted that the patient was terminal. The patient was reportedly supposed to have a program for the right and a program for the left but did not know how to adjust stimulation because they had never done it. A manufacturer representative worked with someone assisting the patient to synch and they reported seeing the stimulation off icon. They were instructed to turn stimulation back on and the patient reported that they could feel stimulation but it was only on the right side. The patient had a program a , lying f at 3.20. The person assisting the patient navigated over one screen to the right and saw 2.80. They then synched and reported 2.80. It was tried increasing to see if that helped the patient symptoms but the patient stated that stimulation was still only on the right side and the patient requested that they put stimulation back to the original setting. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).